Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing morphine concentration not reported at .25mg/day and bupivacaine medication dose and concentration not reported. The indication for use was non-malignant pain. It was reported that starting in (B)(6) 2017, the pump was not helping the patient much. The patient had been crying for 3 days due to back pain. No falls or traumas were reported. It was noted that the patient gained 60lbs in 2016, and her hcp did not think the weight gain was due to morphine. The patient's healthcare provider (hcp) reportedly wanted to increase the morphine in the pump, but the patient did not want the morphine increased. The patient was supposed to go to the doctor on (B)(6) 2017, but did not have money for the copay. The patient wanted to elect to have the pump removed, and wanted to know why her hcp would implant her with a pump under recall. The patient was redirected to a hcp to discuss her concerns, and it was noted that the patient had an appointment on (B)(6) 2017 with a surgeon for a consultation regarding removal of the pump. On 13-apr-2017, additional information was received and reported that the patient had fibromyalgia and chronic pain for years. It was noted that when the patient asked her hcp to take the pump out, she was reportedly told that if the hcp took the pump out the patient would be in more pain than before the pump was implanted. On 02-may-2017, additional information was received reported that the managing healthcare provider didn¿t agree with the patient¿s plan of electing to remove the pump because they feel the patient would be in more pain. The patient stated their ptm was disabled and felt their medication goes off every 2 hours stating their healthcare provider told the patient they would get the morphine every 2 hours. The patient feels they should not be going in every month for refills and felt the refill interval would be longer. The patient stated they ran out of pump medication sometime before (B)(6). The patient was in the hospital for four days until (B)(6) 2017. The patient had to leave the hospital and go straight to the healthcare provider¿s to get it filled. The patient missed their appointment for the refill that was scheduled for (B)(6) 2017 because they did not have transportation, didn¿t drive and didn¿t have the (B)(4) for the copay until the patient got their disability check (B)(4) 2017. The patient stated that the healthcare provider didn¿t know that the patient didn¿t pay until after they refilled the patient. The patient was told when they came in again to just bring the money in. The patient was transported from the hospital for that refill. The patient was seeking a new physician. No further patient complications reported.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient's weight was provided; it was specified that the patient was from (B)(6) at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had not had medication in her pump for about 4 to 5 months (relative to (B)(6)2018) because the morphine was killing her and she wanted it out. She asked the hcp to wean her off the morphine because she was in the hospital every single month feeling like she was on her deathbed. The ambulance took her to the hospital 4 or 5 times. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.